Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the generator was turning off. No patient symptoms were reported.